Event description:
It was reported that  the patient's communicator would not charge. The green light would flash when they first plugged it in but after like 30 seconds it would go off. Patient representative said the communicator was dead and they couldn't connect to anything. When unplugged and turned on, the orange light blinked that it needed to be charged. The issue started probably a week and a half to two weeks ago. Today the patient tried to plug communicator in to charge and it did it for like thirty seconds and then it quit. An email was sent to the repair department to replace the device. Patient representative also requested a larger recharging belt as the patient's current belt seems to be too small and uncomfortable as there is sometimes still swelling at implant site which healthcare provider (hcp) said may happen. Patient rep (representative) called back and was escalated because the equipment they received came up as incompatible when trying to pair the new communicator. Agent understood incorrect cell handled prior call. Caller was also upset because the initial shipment was supposed to be expedited and took 2 days instead of 1 to arrive. Caller explained the patient had met with their reps on monday to try some different programming, giving them two channels to work with. Caller said they thought "something happened with a wire" (agent understood maybe they meant lead) and the program felt too strong for the patient (pt), as the reps advised might happen. The patient needed to turn stimulation down or change groups but had been unable to since the initial reason for call on monday. Caller demanded to know what could be done for the patient since they had to suffer without access to the therapy for so long; agent redirected to hcp and advised they see if a rep can be paged to assist with their equipment for the time being.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.